Event description:
Our MDR - ICD interrogation during original implantation ((B)(6) 2012) showed lv sensing below 1 mv. This was accepted because of an adequate impedance and pacing threshold. First regular f/u at the hospital showed the same, but with complete lv exit block (in all configurations). In the lv revision performed on (B)(6) 2012, the respective lead was disconnected from the ICD and measured (with medtronic analyzer). Sensing values of close to 5 mv were measured with (halfway) acceptable pacing thresholds. A subsequent connection to the device again showed the following: lv sensing below/around 1 mv, no or noisy iegm, values of the impedance dependent on the lead connection (screw tightened with tw impedance around 800 ohm, slightly loosened screw impedance around 490 ohm). After consultation with technical service, lv leads were contacted to other channels (ra, rv) - measurements did not clarify the situation, unfortunately. Due to the already long-lasting op, it was decided against placing a new lv lead in the interest of the pt, and a new device was connected. However, the performed tests were showed similar measurements as with the old device, leading to the placement of a new lv lead.